Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving 500mcg/ml at 73.7 mcg/day via an implantable pump. It was reported that last night the patient started hearing the pump alarm 2 tone every 10-15 minutes. The patient was also starting to have increased pain and back pain. The healthcare provider was treating the pain and wanted to know what was going on with the pump. A manufacturer representative was paged to check the pump. Additional information received from the consumer via the company representative reported that the patient presented to the ER (emergency room) on (B)(6) 2020 with a critical alarm sounding. The patient had first noticed it at 7:30p on (B)(6) 2020. The patient denied any falls, mir, etc.. The diagnostics and troubleshooting performed was the pump was interrogated and a motor stall occurred at 4:46pm on (B)(6) 2020. The motor stall did not recover. The patient was not experiencing withdrawal/adverse effects. The hospital staff notified of the motor stall and that the patient was no longer receiving clonidine via the pump. The actions and interventions taken to resolve the issue was they were searching for a surgeon in (B)(6) that would take the patient¿s insurance for a replacement as the patient does not return to (B)(6) for several weeks. The patient was trying to arrange for surgery in (B)(6). Surgical intervention did not occur but was planned but had not been scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.

Manufacturer narrative:
Corrected information: the pump was used to deliver clonidine 500mcg/ml at 73.7 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the pump alarm was a motor stall. There were no actions taken to resolve, the patient¿s spouse reported the pump began working again a little under 48 hours after the stall occurred. The pump alarm had been resolved. The patient had since been to the managing physician¿s office where the pump was interrogated and refilled. The patient not having any issues currently. The pump was used to deliver clonidine 500mcg/ml at 73.7 mcg/day.

Manufacturer narrative:
Analysis of the pump found residue in the motor gear train. Analysis also identified wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted once analysis is complete. The evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative on 2020-aug-11. It was reported that the patient's pump had been alarming for about 48 hours. It was interrogated and it showed an active motor stall. The patient was scheduled for a pump replacement on (B)(6) 2020. The issue was not considered resolved. The patient's weight was provided, and the patient's status at the time of the report was alive - no injury. No further complications were reported.